Manufacturer narrative:
(B)(4)as the date of onset of this peritonitis episode is unknown, and patient discarded supplies after each therapy, the sample was not requested.

Event description:
This is a spontaneous consumer report by a patient's father from (B)(6) of peritonitis in a male patient coincident with dianeal unknown therapy. On an unknown date, the patient began dianeal therapy. On (B)(6)2010, the patient's father contacted baxter (B)(4) technical service center and stated that the patient had been hospitalized due to peritonitis. [Follow up information (20jul2010) was given by a physician. On (B)(6)2010, he developed peritonitis bacterial manifested by peritoneal cloudy effluent, abdominal pain and pyrexia. On (B)(6)2010, he was hospitalized due to the event. Peritoneal effluent culture was performed and the result revealed (B)(6). Vancomycin and modacin were administered for the event. On (B)(6)2010, peritoneal effluent was almost clear. At the time of this report, the event was resolving and pd therapy was continued unchanged. The physician believed that none of the events were related to pd therapy. Previous peritonitis was also caused by an exit site infection. As the patient was at end stage, no aggressive medical treatment had been performed except for the peritonitis.